Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Reportedly, the customer was sick at the time of the event, however, the cause for the reported issue was unknown. Customer delivered a correction bolus and changed infusion set to address high bg. Tandem technical support performed a pump system check, and verified the pump functioned as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.